Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, the patient had a slightly elevated hv lead impedance. The decision was to only continue to watch the hvli and if any higher readings noted. The patient is stable.